Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012697482); product type: 0195-heart valves; section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-34, serial/lot #: (B)(6), ubd: 16-jan-2027, UDI#: (B)(4) select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, pre-dilation was performed with a 25 millimeter (mm) non-medtronic balloon twice. The valve was 80% deployed and was too deep with new atrial fibrillation (afib) noted. The valve was fully recaptured. The second and final deployment was at 6 mm on the non-coronary cusp (ncc) and 9 mm on the left coronary cusp (lcc) using cusp overlap and commissure alignment. No paravalvular leak, aortic insufficiency, or gradient was measured on hemodynamic pullback. The patient remained in atrial fibrillation at the end of the procedure. Two attempts to cardiovert the patient back into sinus rhythm were unsuccessful.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, pre-dilation was performed with a 25 millimeter (mm) non-medtronic balloon twice. The valve was 80% deployed and was too deep with new atrial fibrillation (afib) noted. The valve was fully recaptured. The second and final deployment was at 6 mm on the non-coronary cusp (ncc) and 9 mm on the left coronary cusp (lcc) using cusp overlap and commissure alignment. No paravalvular leak, aortic insufficiency, or gradient was measured on hemodynamic pullback. The patient remained in atrial fibrillation at the end of the procedure. Two attempts to cardiovert the patient back into sinus rhythm were unsuccessful. Additional information was received that the patient spontaneously converted to normal sinus rhythm on the evening of the procedure. Due to the afib, the patient was placed on dual antiplatelet therapy (apixaban and plavix). The patient was discharged home next day.